Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a patient, "I had a shoulder surgery that failed years ago and now the ligaments I have, have now torn." No further information is available.